Manufacturer narrative:
The investigation was based on the provided information, including a video of the reported behaviour and the log file of the affected device. Based on the provided information the reported event could be confirmed. The analysis of the log file revealed that device detected a temporary communication problem between the front-end processor and the display processor. Due to that, the touch screen interaction was blocked in the software. The provided video was taken after the patient was disconnected from the device. In the video it is visible that the touch screen did not react to the user interaction several times and it was not possible to confirm the change of the ventilation mode settings by pressing the rotary knob. However, the ventilation continued as set and alarms, ventilation curves and status messages were displayed. The investigation found no indication for a malfunction of the relevant hardware. Dräger concludes that the root cause for the reported behaviour is a sporadic software related malfunction. Reportedly, the device operated normally after switching it off and on again. In case of a failure of the touch screen the ventilation mode and ventilation parameters cannot be changed. An ongoing ventilation would not be affected by a failure of the touch screen and continues with the current parameters. Alarms and ventilation curves will be displayed by the device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a failure of the touch screen, and it was difficult to do the settings. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a failure of the touch screen, and it was difficult to do the settings. There were no health consequences for the patient reported.